Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent (further described as "cloudy like orange juice"). The cause was unknown. The patient presented to the hospitalized and was sent home with "heavy" antibiotics (doses, routes and frequencies not reported). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.